Event description:
It was reported that the patient was standing next to and holding onto a metal pole that was struck by lightning, the pump stalled after that and then had more stalls and recoveries before finally stalling without recovery at which point it was decided to replace the pump. The reason for device removal was indicated as motor stall and considered device related. The patient did not have any symptoms and was managed with oral medications until the pump was replaced on (B)(6)-2014. At the time of report the patient was doing very well. The pump was used to infuse fentanyl. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
The previously reported date was incorrectly reported. The previously reported date should have been reported as (B)(6) 2014.

Event description:
Additional review indicated the information reported in this manufacturer's report pertains to manufacturer's report # 3007566237-2014-02586. Any additional information related to the event of motor stalls and lightning strike will be reported under manufacturer report # 3007566237-2014-02586.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant: product ID 8709sc, serial# (B)(4), implanted: 2010-(B)(6), product type catheter. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.